Manufacturer narrative:
The device was returned without the implant or microcatheter. The pusher was noted to be broken from the transition area, but not at the laser weld. The monofilament appears to have been thermally cycled with a width of 0.005," and was noted to be damaged close to the tip. The monofilament had a tail, which suggests a pull on the monofilament. Based on the investigation and provided information, the complaint can be confirmed. The specific root cause of this complaint is unknown; however, the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not yet been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that after the coil had been placed and detached properly in a posterior cerebral artery aneurysm, the pusher stuck in the microcatheter during withdrawal. The pusher was pulled with force and then it detached inside the microcatheter. The coil was removed together with the microcatheter from the patient without incident. After removal of the catheter, the vessel occluded. It is unknown why the occlusion occurred; however, it was reported that the patient had a subarachnoid hemorrhage prior to the procedure. A stent was implanted to resolve the occlusion.